Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a in the morning of a bi ventricular device upgrade, a patient presented with an atrial lead that exhibited noise. The noise was causing some inappropriate mode switching. The lead was capped and replaced on (B)(6) 2019, during the same procedure as the upgrade. Patient was stable before and after the procedure.